Manufacturer narrative:
The valve was received without its original package. The distal integrated connector was returned, detached from the valve. Microscopic examination confirmed that adhesive was present in the housing of the connector. The returned unit, as received, is visually out of specifications (connector detached). Evidence of presence and correct bonding of the connector at time of manufacture is present. Bondings are also tested to specification on a sampling basis. It is therefore suspected that an excessive force was applied on the connector during the implantation procedure. However, a manufacturing process change is being evaluated to try to strengthen this connection in case of excessive manipulations.

Event description:
The neuro surgical team leader reported while gently pulling distal catheter of the valve (which was not secured with silk at the time) to enable tunneling, the valve cracked and came apart. No patient.